Event description:
It was reported the insulin pump was working on and off. Customer's mother stated they put in a new battery and sometimes the device will work and other it won't. Customer's mother stated the device will have a blank display. Batteries from different brand new packs have been tried and the same thing reoccurs. Troubleshooting was performed. Customer's mother was advised to disconnect from the device. The device did not know show signs of damage. No damage noted in the battery compartment. Customer's mother was advised to clean the battery compartment and reinsert a battery. Customer's mother stated the display did turn back on. Customer's mother was advised to revert to back up plan and a new battery cap was sent. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.